Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnostic procedure was performed when the issue happened. The procedure was completed with delay of about less than 20 minutes by restarting the system. Philips the field service engineer (fse) inspected the device onsite and after reviewing the log, it is identifying a processor crash in the x-ray pc. Fse couldn't reproduce the issue, the device functioned as specified with no failures. No failure was identified, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of x-ray during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray loss issue may resolve, allowing for continuation and completion of the procedure. A loss of x-ray happened, and the procedure is delayed less than 20 minute that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.